Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent revision after right knee arthroplasty due to unknown reason.

Event description:
It was further reported the patient underwent a revision due to infection. The articular surface was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: stem extension straight long 14mm dia x 155mm length(combined length 200mm) catalog # 00598801114 lot # 63315405, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598004701 lot # 63650265, tibial block and screws precoat size 5 10 mm thickness catalog # 00598800527 lot # 61487780, tibial block and screws precoat size 5 5 mm thickness catalog # 00598800526 lot # 63577275, femoral component option for cemented use only size g left catalog # 00599401791 lot # 63469462, posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw catalog # 00599003701 lot # 63438144, posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw catalog # 00599003701 lot # 63444512, distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw catalog # 00599003720 lot # 62144787, distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw catalog # 00599003710 lot # 62545085, stem extension offset 17mm dia x 100mm length(combined length 145mm) catalog # 00598802017 lot # 61684047, palacos r+g 2x40 catalog # 66017747 lot # 85954607, palacos r+g 1x60 catalog # 66017772 lot # 86510013, palacos r+g 1x60catalog # 66017772 lot # 86730015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed with no anomalies. Root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any information or conclusions, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision due to infection less than one year post op.